Event description:
It was reported by the rep that the surgeon used the pmw35 and found that once he fired the stapler he needed to tug on the stapler to get it release. The surgeon became frustrated and open a new pmw35 and it worked fine. There was no consequence to pt.